Manufacturer narrative:
(B)(4). Lens not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the patient had a refractive surprise (developed hyperopia with over astigmatism).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens in his patient and has now reported a problem with the icl. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.